Event description:
A radiographic evaluation revealed that the locking key for the tibial baseplate has partially migrated out. Problem has been corrected by a non-reporting surgeon, description of the procedure is unknown.

Manufacturer narrative:
Investigation in progress.